Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 , that an early sensor expiration occurred. The sensor was inserted at the abdomen on (B)(6) 2019. No additional event or patient information is available. Data was provided for investigation. The problem could not be confirmed. The root cause could not be determined.